Manufacturer narrative:
Insulin pump received with blank display due to missing battery spring, corroded battery tube, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube lip and stained end cap sticker. Unable to perform displacement test due to missing spring. (B)(4).

Event description:
Information received by medtronic indicated that they must to force the battery cap to the pump turn on, and sometimes even forcing the pump turn off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.